Event description:
It was reported that iab was inserted via sheath without event. However, surgeon met resistance when he attempted to remove guide wire. As a result, entire assembly was removed. A new iab was inserted without further difficulty. There were no associated patient complications.